Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the foreign material was identified as black silicone. It is possible the foreign material remained due to insufficient cleaning/reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, discoloration, deformation, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while reprocessing the evis lucera elite gastrointestinal videoscope, a black foreign object appeared at the tip of the scope (it was unclear if it was at the nozzle or channel). The foreign object was recovered and the scope was used in a subsequent diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay in the start of precleaning. The customer wiped the insert and aspirated water from the forceps/suction channel. The customer supplied water and air. There were abnormalities in the accessories used for reprocessing. The customer wiped/brushed the outer surfaced with gauze, brushes or sponges. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.